Manufacturer narrative:
(B)(4). Method: the complaint cannula was received and was visually inspected. Results: visual inspection revealed that the tubing had been pulled out of the swivel connector. Conclusion: the observed damage is most likely the result of pulling on the cannula tubing with undue force. The hospital had confirmed that the clothing clip provided with the opt944 cannula was not being used at the time.. This could have contributed to the loading on the cannula. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt944 nasal cannula show in pictorial format the correct placement of the cannula and advise the caregiver to "attach tubing clip to clothing/bedding to prevent cannula from pulling off face". They also contain the following warning: do not crush or stretch tube, to prevent loss of therapy; failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A hospital in (B)(6) reported that the tubing of an opt942 nasal cannula had become detached from the distal connector that attaches to the breathing circuit. It was confirmed that there was no patient harm.